Manufacturer narrative:
(B)(4). Unknown date in (B)(6) 2015. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 7.3 mm fully threaded cannulated screw was removed on (B)(6) 2017, due to pain, broken screw, and fracture of the femoral neck. The screw was originally implanted in (B)(6) 2015 during an elective osteotomy of the femoral neck for correction of coxa vara. On an unknown date approximately one week prior to explant, the patient complained of pain secondary to a fall. X-rays were taken and the screw was found to be broken, along with a fracture of the femoral neck. It is unknown if this is a new fracture or a nonunion of the original procedure. The screw was easily removed and the patient was revised to a non-synthes pediatric compression hip plate. The surgery was successfully completed with no surgical delays, no additional medical intervention required and a satisfactory patient outcome. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation was performed on the returned device. The 209.670, lot number unk, 7.3mm cannulated screw fully threaded/70mm was received in two pieces, a proximal half (with screw head recess) and distal half. The screw is broken in half at the threads, the breakage point is approximately 39 mm from the screw recess head. There is also guide wire, part #: 292.68, lot #: unk, quantity: 1 stuck in the proximal half piece, this complaint condition is captured in (B)(4). Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. A visual inspection under 5x magnification, dcrm review and drawing review were performed as part of this investigation. The 209.670 7.3mm cannulated screw is an implant intended for fracture fixation of large bones and large bone fragments. The device was returned and the complaint condition is confirmed; the implant was received in two pieces, a proximal half (with screw head recess) and distal half. The screw is broken in half at the threads, located approximately 39 mm from the screw recess head. There is also a guide wire stuck in the proximal half piece, this complaint condition is captured in (B)(4). The proximal half measures 38 mm in length and the distal half measures 32 mm in length. Although no part number is etched on the implant, it is verified that the screw has a part #209.670 since the length totals to 70 mm. All measurements were taken using caliper ca99p. The implant is broken in two pieces and there are a few stripped threads, possibly due to excessive force during extraction. It is unknown when this part was manufactured since the lot number is unknown. Although a definitive root cause could not be determined, this complaint condition is likely caused by excessive mechanical force and stress to the screw during the fall, and/or possible nonunion. A DHR review was unable to be performed since the lot number is unknown. The latest revision of drawing was reviewed, since the manufacturing date is unknown, and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. The complaint is adequately addressed by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
To remove the broken screw fragments, the surgeon utilized a guide wire from synthes screw removal set. He ensured the screw fragments were aligned with the guide wire and inserted the guide wire through the two screw fragments in one motion. The guide wire passed through the bottom half of the screw but was inadvertently bent due to the angle required to pick up the second screw. The bent guide wire is addressed in (B)(4).concomitant devices reported: 2.8mm threaded guide wire-trocar point 300mm (part 393.68, lot number unknown, quantity 1)

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: 2.8mm threaded guide wire-trocar point 300mm (part # 292.68, lot # unknown, quantity 1).